Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 568 mg/dl; cause was unknown, with ketones (size of ketones was not provided). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the ER 4 hours later with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.